Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right atrial was sensing noise. The lead was programmed off. No patient symptoms were reported. The physician elected to monitor the lead.